Event description:
A primary umbilical hernia repair, primary repair of lower midline incisional hernia with placement of 8 x 12 cm bard mesh was being performed. The optifix absorbable fixation device would not fire the tacks to hold the mesh in place, the mesh was then sutured in place. No harm to patient. No delay in procedure. Patient dc to home the following day. FDA safety report ID # (B)(4).